Event description:
New information received indicates that the high out-of-range impedances recurred along with oversensed noise resulting in inappropriate mode switching. Surgical intervention was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this pacemaker detected high out-of-range impedance measurements. The physician elected to perform high rate pacing for approximately 60 seconds which restored normal impedance measurements. No adverse patient effects were reported. The device and lead remain in service.